Event description:
The manufacturer received information alleging a ventilator service required alarm sounded. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. An error code depicting a buzzer failure was discovered in the device's event log. A final test was performed, and the device passed all the items. It has been determined that a failure temporarily occurred in buzzer assembly and system board which generated the alarm. The buzzer assembly and system board were replaced to prevent recurrence of the issue.